Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while transecting the stomach and upon firing the purple reload, the device would not fire. The surgeon was also unable to squeeze the handle, although he was able to press the green button. The surgeon also tried to fire the black reload and it also did not fire. The nurse replaced the reload and the handle. The procedure was completed without further incident. There was no patient injury.